Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Corrected sections: b5, b6, b7, d11, h6 (clinical code), h6 (impact code). Updated sections:b4, g4, g7, h2, h10, h11.

Event description:
It was reported that during daily testing, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1 (event site telephone: (B)(6). It was reported that during daily testing, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure. There was no patient involvement. A new technical evaluation has been performed with the test parts. Operational tests were performed with the drive manifold and connections, by parties in attempt to solve the previous problem (equipment did not recognize the x2 transducer) and possible internal leakage. Instability in the connection of the x2 transducer was checked and the transducer reading adjustments were made. All the leakage tests and operational tests of the driver manifold, pneumatic interface module and safety disk have been done. Equipment released for use, but preventive maintenance is necessary. A budget will be generated for preventive maintenance of the same.

Event description:
N/a.